Manufacturer narrative:
The sample was collected in a 13 x 100 greiner serum tube and was centrifuged at 3000g for 10 minutes. A system check was performed on (B)(4) 2011 and met the specifications. Service was scheduled but the customer stated that sufficient time was not available for the field service engineer to assess the instrument, and therefore, service was not performed. The fse noted that the customer believed sample integrity was questionable. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not report effect to the patient or user attributed or connected to this event.